Event description:
Ng feeding started at 08:30, rn assessed ng feeding at 09:00 and noted the pillow saturated with 30mls remaining in the syringe. The feeding was stopped and restarted with new tubing from a different lot number.